Event description:
...

Manufacturer narrative:
Qc results were not supplied by the customer to date. Upon changing the reagent the issue was resolved. Service was not requested for this event, as this was a reagent issue. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. The erroneous results were reported outside the laboratory. It is unknown how many results, what the levels were, and whether there have been any patient consequences.